Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B braun medical (imp) is submitting this report on behalf of b braun (B)(4). The device is currently shipping from the user facility to bbm facility in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.